Manufacturer narrative:
Concomitant medical product: dtma1qq crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead and right atrial (ra) lead were capped and replaced on the same day as they were implanted for an unknown reason. No patient complications have been reported as a result of this event.